Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: saline mentor smooth round moderate plus profile 475cc breast implant, catalog number 352475, serial number (B)(4), lot number 6934855. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation primary with saline mentor smooth round moderate plus profile 475cc breast implants and experienced deflation on the left breast implant. The deflation was confirmed by the healthcare professional by the physical exam. As a result, the patient had undergone explantation on (B)(6) 2018.

Manufacturer narrative:
On 06/14/18, it was reported to mentor that the left breast lost fifty percent of its volume. The date problem observed was (B)(6) 2018. The fill volume of saline mentor smooth round moderate plus profile 475cc breast implants was 525cc. The patient had undergone removal and replacement with saline mentor smooth round moderate plus profile 275cc on (B)(6) 2018. The replacement devices were filled to 300cc on the left breast implant and 325cc on the right breast implant. The right breast was not affected. The patient desired smaller breast implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/19/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/12/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. Yellow material was observed on the shell surface. Product evaluation team discovered a rent measuring approximately 0.7 cm on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).